Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was no longer feeling any stimulation in the pain areas and would feel a warm sensation in the back when the amplitude was increased. It was noted that the patients issues were due to the leads migrating all the way out of the dorsal epidural space down at t12. The patient underwent a revision procedure wherein the two leads were replaced and discarded. The patient was doing well postoperatively and was reprogrammed successfully.